Event description:
It was reported that the bsx right ventricular (rv) lead exhibited chronically low r waves and under sensing on one beat before detection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).